Manufacturer narrative:
Investigation: bd has been provided with the affected sample for catalog 301945 lot 1811101 to investigate for this record. A leakage through the plunger rod was observed in the provided sample. After that bd could determine a damaged in the plunger rod by the evaluation of the plunger with magnification. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect.

Event description:
It was reported that there was leakage along inner wall of barrel through tip of plunger with a bd syringe¿ s2 10ml 22ga 1-1/4in bd china. The following information was provided by the initial reporter, translated from chinese to english: during taking solution, it was found that leakage along the inner wall of barrel through the tip of plunger.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage along inner wall of barrel through tip of plunger with a bd syringe¿ s2 10ml 22ga 1-1/4in bd china. The following information was provided by the initial reporter, translated from (B)(6) to english: during taking solution, it was found that leakage along the inner wall of barrel through the tip of plunger.